Manufacturer narrative:
This reported event is on the same pt involving two separate product and associated with medwatch #1225714-2013-00783.

Event description:
The plaintiff's attorney alleged that the decedent experienced hypertension and subsequently expired on or about (B)(6) 2007, after the use of the product.